Manufacturer narrative:
The device was evaluated and the reported event was confirmed.

Event description:
It was reported that during testing by a manufacturer field service representative at the user facility the electric plug was melted and there were exposed wires. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during testing by a manufacturer field service representative at the user facility, the electric plug was melted and there were exposed wires. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.